Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. In addition, service found there was a leakage due to deformation of the electrical connector, the bending angle in up direction was out of specification due to wear of the angulation wire, the displayed image had white dots due to damaged ccd (charge-coupled device) unit, the balloon water supply volume was out of specification due to clogged balloon channel, the distal end was dirty, the grip was scratched, the connecting tube was wrinkled, the acoustic lens was scratched, and the acoustic lens was peeled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an endoscopic image. An olympus field service engineer (fse) visited the customer site and inspected the device. It was confirmed that endoscopic image was not displayed. The reported issue occurred during general inspection before scheduling the procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed by olympus, a definitive root cause could not be determined. Per the lm, a reportable event would not be caused by any of the defects noted in the evaluation were they to reoccur. The following is included in the instructions for use (IFU): "all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfection or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible." "Do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." "Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "The cover of the irrigation port part cannot be removed. Equipment damage can result." "Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." "Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged." "Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result." Olympus will continue to monitor field performance for this device.